Manufacturer narrative:
Nellcor puritan bennett has contacted the customer to try and obtain pt settings. A f/u MDR will be sent should further event info become available.

Event description:
Nellcor puritan bennett received info stating, unit did not provide an audible alarm after being disconnected from the pt. The pt was not harmed or injured as a result of the event.